Event description:
It was reported by service report that the scale was not reading correctly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale malfunctioned due to a faulty cpu board.